Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was running high. The customer¿s blood glucose level during the incident was 549 mg/dl. The customer¿s current blood glucose level was 444 mg/dl. They also had a high blood glucose level of 569 mg/dl. The customer had been using manual injections and the insulin pump to treat their low blood glucose. Their recent high blood glucose began on (B)(6) 2017. Troubleshooting was performed and insulin had exited. They declined to check the insulin pump¿s programming. Their doctor was working on their settings. The device will not be returned for analysis.